Event description:
There was no report of serious injury or illness associated with this complaint. A product problem (low battery) has been reported to be associated with this complaint, and is considered likely to result in a serious injury or illness should it recur, as this could potentially result in a delay in delivery of feeding.

Manufacturer narrative:
.